Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/11/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/26/2013 with the following findings:the pump was returned with visible moisture in the display lens. The display screen was distorted due to moisture in the pump. A display lens leak was found during testing. There was moisture corrosion observed in the battery compartment. The pump cover was removed, and moisture corrosion was observed on the inside of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.